Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿motor rate error" was confirmed in the device alarm history but unable to duplicate. The probable cause was the main printed circuit board (pcb). The pump passed preliminary occlusion testing but failed other testing. The lead screw, clutches and main pcb and plunger case assembly was replaced. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor rate error. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.